Event description:
Additional information indicates that there were no device malfunctions. Further investigation revealed that the patient had experienced multiple runs of ventricular tachycardia and the device had sensed everything and responded appropriately.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, undersensing during a ventricular tachycardia episode was observed. The patient will continue to be monitored.